Manufacturer narrative:
Reference record (B)(4). Catalog number in is the international list number which is similar to us list number of 062910. The device involved in the event was not returned for evaluation, it was discarded; therefore, a return sample evaluation was not performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Nurse reported that the patient was hospitalized on (B)(6) 2021 due to inflamed stoma. The peg j tube was removed in order to treat the inflamed stoma with antibiotics.